Event description:
There are some concerns about the bd 10ml syringe luer-lok tip (ref (B)(4)) having an oily substance within the syringe shaft. The oily residue was noted on the black rubber part of the plunger.